Event description:
It was reported that the patient had a ventricular arrhythmia in the vf zone. The arrhythmia was properly recognized, but it was not cardioverted after 6 shocks. The patient was then externally cardioverted. The physician decided to reposition the lead.

Manufacturer narrative:
Na